Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During a persistent atrial fibrillation, a farawave and faradrive were selected for use. The catheter flushed properly on prep table. Before insertion into sheath, the device was connected to drip and was not flushing. Took wire out and attempted too manually flush, but did not work. The catheter was replaced, and when re-inserting into faradrive, sheath would not properly aspirate. Bubbles when drawing back and would not remove. May be from valve. The sheath was also replaced. The procedure was completed with no patient complications.

Event description:
During a persistent atrial fibrillation, a farawave and faradrive were selected for use. The catheter flushed properly on prep table. Before insertion into sheath, the device was connected to drip and was not flushing. Took wire out and attempted too manually flush, but did not work. The catheter was replaced, and when re-inserting into faradrive, sheath would not properly aspirate. Bubbles when drawing back and would not remove. May be from valve. The sheath was also replaced. The procedure was completed with no patient complications.